Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with insulin. Reportedly, the cartridge was filled with 100 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to load a cartridge successfully.